Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and definitive root cause of the issue could not be determined, however, the foreign material likely remained in the device due to facility device reprocessing not being implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures, the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Regarding manual cleaning: the customer reported the endoscope was immersed in detergent solution and the air/water nozzle was flushed with cleaning solution, then flushed with air and water. The customer reported the air/water nozzle was not wiped down. During evaluation, the reported issue was confirmed; the foreign material was clogging the air/water nozzle. Visual examination found the following additional issues: the light guide lens adhesive was peeled; the objective lens adhesive was peeled; the universal cord protector was scratched; the image guide protector was scratched; switch buttons 1, 2 and 3 were scratched; the connector cover was burned; the control unit was sheared; the bending section cover adhesive was cracked with a cloudy area; the paint on the scope cylinder was peeled; and the connecting tube was scratched. Functional testing was performed; this showed the air/water nozzle did not meet with water removal specifications and did not meet with air and water supply volume specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope was being inspected prior to use and there was a clogged air/water nozzle. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. The customer reported the next scheduled procedure was completed using a similar device. No adverse effects to patient reported.